Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she is experiencing e4 (occlusion) errors on her infusion device due to bent cannulas which have caused her to experience elevated readings. Pt stated one of the incidents caused her to go to the ER in dka. Pt reported, the time she was hospitalized occurred sometime in (B) (6) 2009. Pt stated, the elevated readings started overnight and she woke up and didn't feel well. She stated her husband told her he did not think she looked well and was going to take her to the ER. Pt reported at the hospital she was treated with an insulin drip and an IV drip for dehydration. Pt stated they gave her insulin via injection therapy and removed her from the infusion device. Pt reported she was in the intensive care unit for almost 4 days and on the last day, they put her on her backup infusion device, monitored her for about 1/2 a day to ensure she could maintain her readings, and released her. Pt's normal blood glucose range is 85-105 mg/dl. Pt reported she had gastric bypass surgery a few months ago and has lost 49 lbs which has resulted in loose skin around her abdomen. Pt stated she realizes the loose skin is probably what is affecting her cannulas as the incidents are not lot specific. Pt reported, she has only been using the area around her abdomen. Advised different parts of the body. Pt reported that on (B) (6) 2010, she started having elevated readings of 289-290 mg/dl and the infusion device gave an e4 error and when she changed the site, the cannula was bent. Pt does not feel it is a product malfunction but due to her loose skin from her recent weight loss. Sending infusion insertion assist device, infusion sets, and guide to infusion site management; no product return was requested.